Manufacturer narrative:
Programming issue.

Event description:
It was reported that programming issue was observed. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
The reported field event of programming issue was confirmed in the laboratory. The device was tested on the bench and no anomalies were found.